Event description:
It was reported that the usb cable was no longer charging the pump. The customer temporarily reverted to multiple daily injections when pump could not be charged, and planned to continue using pump until charging became impossible, then switch to injection therapy as needed; technical support arranged replacement pump shipment and confirmed warranty and shipping details.